Event description:
A peritoneal dialysis (pd) patient caretaker reported a noise issue that occurred in step 4 of setup for patient's pd treatment and sporadically throughout treatments for a couple of weeks. A screen brightness problem was also encountered. The screen was dim during ready although the display brightness was set to 10. The display froze on unknown step of setup several times. Technical support replaced the liberty select cycler due to noise and screen brightness issues. Technical support advised the caretaker to continue use of this cycler while contacting pd registered nurse (rn) to inform of replacement. There was no patient harm or adverse event reported. Additional information was requested, but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid on top of the pump door. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dim. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. A simulated treatment pre-accelerated stress test (ast) (15 min)-test treatment test passed. There were no unusual sounds emitted by the cycler during the treatment. No fluid leaks in the test cassette during the treatment test. Ast test failed. There was grinding in the pump a motor during the test. No fluid leaks in the test cassette during the ast test. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record (DHR) did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.